Event description:
A customer reported a cartridge change error with their pump. There was no adverse impact to the customer's blood glucose level. Technical support guided the customer through inspecting and cleaning the pump components and assisted with loading a new cartridge, but it was unsuccessful. The customer was referred to advanced troubleshooting, and a replacement pump was sent. Technical support provided instructions for setting up the replacement pump, including programming pump settings and connecting their continuous glucose monitor. The customer was instructed on returning the faulty pump and ensuring insulin delivery continued using an alternative method while awaiting the replacement.